Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient's pump was explanted due to routine replacement. The medications being delivered via the device system were baclofen and morphine.